Event description:
The customer reported to vyaire medical that bellavista 1000 was having an alarm 401-inspiration valve or device leaky and 316 - blower failure. At this time, there is no information for patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer provided log files and was given a complaint form. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue because the exact root cause could not be determined. The failure appears to be caused by a defect in the main electronics. As this is a single case, no further investigation is planned."